Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, d6b, h6.

Event description:
Patient reported unknown side ¿device rupture". Healthcare professional later reported "left implant with signs of capsule rupture and partially leaked content" and "the implant is ruptured. The implant capsule is missing"; "capsular contracture baker grade I"; "the left implant had a missing implant shell" the device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported unknown side ¿device rupture". Healthcare professional later reported "left implant with signs of capsule rupture and partially leaked content". The device remains implanted.

Manufacturer narrative:
Clarification to e1 country: patient currently lives in germany, where this event occurred. Patient was originally implanted in ukraine and is expecting to be explanted in ukraine. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.4, h.4.

Event description:
Patient reported unknown side ¿device rupture". Healthcare professional later reported "left implant with signs of capsule rupture and partially leaked content" and "the implant is ruptured, the implant capsule is missing"; "capsular contracture grade I"; "the left implant had a missing implant shell" diagnosed via ultrasound. The device has been explanted.